Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a decrease in r-waves and later began to record atrial fibrillation (af). The lead was found to have dislodged and slowly retracting from the original implant position. During revision, it was noted the rv did no pace at high output and r waves was not seen. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.